Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. The autopulse platform passed functional test after drive shaft was rotated to the home position. Visual inspection was performed and noted no physical damages upon receipt. The archive data review indicated error message user advisory (ua) 45 on the reported event date. Also, the archive data showed user advisory (ua) 18 (max take-up revolution exceeded) and user advisory (ua) 12 (lifeband not present) errors, unrelated to the reported complaint and were cleared by the user. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. The platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient with good known test batteries and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the autopulse platform displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The customer was unable to clear the error. No patient involvement.